Manufacturer narrative:
Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 06, 2013. Expiry date: july 01, 2023. Article was sterilized by supplier (B)(4). There were no non-conformance reports related to the complained issue of plate breakage. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgeon performed internal fixation with a variable angle locking compression plate (va-lcp) volar rim distal radius plate on (B)(6) 2016. The patient complained about pain during a follow-up appointment on (B)(6) 2016; the surgeon found that the plate was broken. The surgeon removed the plate and re-internal fixation was performed. This is report 1 of 1 for (B)(4).